Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008. The fse discovered the ultrasonics transducer voltage and temperature were lower than specifications. The fse adjusted the transducer to meet specifications. The fse performed 20-repetition precision tests successfully. The fse performed hardware verification and all system results conformed to the manufacturer's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. All related medwatch reports: 2122870-2011-05334, 05430, 05432.

Event description:
The customer reported erroneously low thyroid-stimulating hormone (tsh) results, for multiple patients, involving synchron lxi 725 system. This is report number three of four. Subsequent testing produced results within the normal reference interval. The erroneous results were released out of the laboratory and questioned by the hospital. Amended reports were released to the hospital. There was no report of patient injury. There has been no report of change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.